Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. After a guide catheter was advanced to the lesion, a 2.50 x 16mm synergy ii drug eluting stent was advanced; however, while inside the guide catheter, the shaft broke into two pieces, about 30cm from the hub. The device was removed and the procedure was completed with another synergy stent. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR.: stent delivery system was returned for analysis. A visual examination of the stent found no issues on the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The crimped stent outer diameter was measured and within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination found multiple kinks along several locations of the hypotube shaft. A hypotube break at 237mm distal to the distal end of the strain relief was also noted during analysis. This type of damage is consistent with excessive force being applied on the delivery system. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues with the extrusion shaft. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. After a guide catheter was advanced to the lesion, a 2.50 x 16mm synergy ii drug eluting stent was advanced; however, while inside the guide catheter, the shaft broke into two pieces, about 30cm from the hub. The device was removed and the procedure was completed with another synergy stent. No patient complications were reported and the patient's status was fine.